Event description:
It was reported to ventec that the device will ventilate for a little while, but then it quits blowing air/loses pressure drastically resulting in little to no ventilation output. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of no ventilation output could not be confirmed. Ventec downloaded the device¿s electronic logs for analysis and observed one instance of where its exhaled tidal volume (vte) had been 0ml, but that instance was accompanied by a leak monitor = na. This combination indicates that the leak was too large for the ventilator to measure, and it typically occurs when the patient circuit has become disconnected at either end. Upon arrival, ventec also noted that the patient circuit disconnect alarm and the apnea alarms were both turned off, which, if turned on would have alarmed when the patient circuit was disconnected. However, with those alarms off, there would be no indication to the user that there was an issue. Proper device operation was confirmed through functional and performance testing. Based on the information available, the investigation determined that the root cause of the reported issue was user error.